Manufacturer narrative:
Title: impact of continuous local lavage on pancreatic juice-related postoperative complications: three case reports source: world j clin cases 2019 september 6; 7(17): 2526-2535. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, a (B)(6)-year old man underwent distal pancreatectomy and removal of the pseudocystojejunostomy. Pancreatectomy was performed using a black cartridge reinforced reload with tri-staple technology. Patient experienced pancreatic leak requiring CT which identified pancreatic fistula and intraperitoneal abscess. Patient then underwent drain replacement and continuous irrigation until abscess was healed and was discharged on post-op day 18.